Event description:
It was reported, one month post-operatively, the patient had the valve explanted due to severe aortic insufficiency. It was observed during the procedure, that the sewing cuff had dehisced from the annulus. Intra-operative cultures of tissue around the valve annulus and the sewing cuff tested positive for staph infection. The manufacturing records indicated this valve was sterilized in accordance with sjm specifications. A stentless bioprosthetic valve from another manufacturer was implanted.